Event description:
During a transurethral needle ablation of the prostate procedure an error message indicated that the handpiece was not engaging the needles. The generator was turned off and back on and the same error message occurred. The procedure was completed with a new handpiece. No injury to the patient was reported.

Manufacturer narrative:
Final device analysis revealed a reliability non-conformance; the needles would not fully deploy. The posts on the needle blocks broke off. The device is included in the medical device safety alert, prostiva rf model 8929 hand piece needle retraction failure.